Event description:
A malfunction alarm with code malf 12 was reported, and no notable events occurred prior to it. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received instructions from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the alarm recurs, which they acknowledged and understood.